Event description:
A malfunction alarm labeled malf 16 was reported by the customer. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Corrective actions included instructing the customer to use multiple daily injections (mdi) as a backup therapy and replacing the pump. Customer was advised by tandem technical support to put the faulty pump into storage mode before returning it using a pre-paid label, acknowledging the instructions and confirming the shipping address.